Event description:
Related manufacturer reference number: (B)(4). It was reported that the patient presented for a follow up. The merlin programmer and the patient's pacemaker exhibited overestimated battery longevity. The device was explanted and replaced. The were no patient consequences.

Event description:
It was reported that the patient presented for a follow up. The patient's pacemaker exhibited overestimated battery longevity. The device was explanted and replaced. The were no patient consequences.